Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently was hospitalized following multiple inappropriate shocks. The therapies were delivered in a lying position, which has made the patient anxious to sleep. The physician suspected potential electrode damage, programmed the device to a different vector, and contacted boston scientific technical services (ts) for review. Ts confirmed that the shock was delivered due to oversensed, non-physiological artifacts in the secondary vector that were consistent with an electrode integrity issue. There was also evidence of noise post-shock, which could also be due electrode damage and/or a system connection issue. Thorough recommendations were provided to assess the system integrity, such as diagnostic imaging, postural testing, manipulations, and isometrics. It was noted that this event has been resolved, but the specific details regarding the resolution have not yet been received. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.